Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the stent on a 6mm x 80mm smart vascular self-expanding stent (ses) delivery system stopped halfway, and the system jammed. There were no reported injuries to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
As reported, the stent on a 6mm x 80mm smart vascular self-expanding stent (ses) delivery system stopped halfway, and the system jammed. The partially deployed stent was removed from the patient as a whole. A cordis smart replacement stent was used. There were no reported injuries to the patient. The device was stored and prepped according to the instructions for use (IFU). The target lesion was a femoral artery stenosis, with moderate calcification and mild vessel tortuosity. The sds was not withdrawn and re-advanced prior to stent deployment. No unusual force was applied, and the device was kept flat and straight during the attempt. The device was returned for analysis. A non-sterile ¿pkg assy 6x080 smart vas120cm¿ was received coiled inside a clear plastic bag. The unit was unpacked for evaluation. A kink was observed approximately 119 cm from the distal tip. The stent was fully deployed and returned for analysis. The stent showed no damage and was properly expanded. No other significant findings were noted on the inspected device. Note: a guide wire was inserted during evaluation to prevent additional handling-related damage. A functional analysis was conducted to assess the tuning dial of the returned unit. Because the unit was already fully deployed, only a simulation could be performed. The tuning dial and deployment lever were reset to the manufacturing position. The tuning dial was rotated clockwise with the thumb, as indicated by the arrow, until the distal section was completely deployed. The deployment lever was then pulled back to fully unsheathe the device. The mechanism deployed smoothly, with no anomalies or damage observed during tuning dial rotation. Dimensional analysis was also performed. Both the usable length and the outer sheath length of the stent delivery system were measured, verified, and found to be within specification. The reported ¿stent delivery system (sds) deployment difficulty partial deployment¿ was not observed as the stent was received fully deployed from the delivery system; however, the exact cause cannot be conclusively determined. Based on the available information, the most likely cause of the reported event was interaction between the stent delivery system and the moderately calcified, mildly tortuous femoral artery. The presence of calcification can increase resistance during deployment, which may have contributed to the stent halting midway and the system jamming. The device was prepared and used in accordance with the IFU, with no unusual handling or excessive force applied, and no re-advancement of the system reported. Device analysis confirmed that the stent was fully deployed, properly expanded, and free of structural damage, indicating that the delivery system itself was functional. Therefore, the event was likely related to procedural factors, influenced primarily by the challenging vessel anatomy. The device passed the simulated functional deployment test; additionally, both the usable length and the outer sheath length were measured, verified, and found to be within specification. According to the instructions for use, which is not intended to mitigate risk, ¿introduction of stent delivery system: a. Ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised and another system should be used. B. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. 4. Slack removal: a. Advance the stent delivery system past the lesion site. B. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. C. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. 5. Stent deployment: a. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. B. Ensure that the introducer sheath does not move during deployment. C. Remove locking pin from handle. D. Initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position. E. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Note: only the initial 40 mm of the stent may be unsheathed using the tuning dial.¿ the available information and product analysis do not indicate a design or manufacturing related cause for the reported event; therefore, no corrective or preventive actions are warranted at this time.

Event description:
As reported, the stent on a 6mm x 80mm smart vascular self-expanding stent (ses) delivery system stopped halfway, and the system jammed. The partially deployed stent was removed from the patient as a whole. A cordis smart replacement stent used. There were no reported injuries to the patient. The device was stored and prepped according to the instructions for use (IFU). The target lesion was a femoral artery stenosis, with moderate calcification and mild vessel tortuosity. The sds was not withdrawn and re-advanced prior to stent deployment. No unusual force was applied, and the device was kept flat and straight during the attempt. The device will be returned for evaluation.